Event description:
Second degree burn on her left lower back/a nickel sized blister burn on her left lower back [burns second degree], did not check skin under the product before and while wearing thermacare/was travelling so she was in a seated position most of the time [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable nurse (patient self). A (B)(6) female patient (weight: (B)(6) (no units provided), height: 170 cm or 5'7) started to use thermacare heatwrap (thermacare lower back & hip, red box) 1 wrap to lower back as needed for back tension issue after a car accident from (B)(6) 2019. Medical history included ongoing decreased sensation, ongoing neuropathy, sees a doctor for the car accident, and hypothyroidism due to which she sees an endocrinologist. Patient's skin tone was "very light or fair", and sensitive skin but did not have abnormal skin conditions. Patient was not pregnant. There were no concomitant medications and no investigation assessments. Patient previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), years ago before she came to know thermacare. Patient previously used thermacare regularly, but did not experience same problem during previous use. Patient purchased thermacare. Patient developed second degree burn on her left lower back/one of the cells gave her a second degree burn in (B)(6) 2019. Patient wore 1 thermacare for approximately 6-7 hours. Patient did not check skin under the product before and while wearing thermacare. Patient noticed the burn after she removed the thermacare. Also reported that she sustained a nickel sized blister burn on her left lower back. She did not realize she had a burn until she reached around and accidently popped the blister. Patient used neosporin on the burned area. She uses them often and have not had the problem before. The burned area is now (reporting time) red and mostly healed. Patient did not consult a healthcare professional for the problem. Patient did not engage in exercise while using the product (for example, running, bicycling). Patient was wearing standard pants, did not cause additional pressure. She was travelling so she was in a seated position most of the time. Patient read the usage instructions before she used the product. Patient did not reprocessed and reused on a patient, this a single-use device. Patient got a call from the grocery store and there was a recall. She doesn't know if it is involved in the recall. She has a second box. She did not use any wraps out of the second box. Product count size dispensed was 2 wraps, sealed and intact. Patient did not have product available for sample (no longer has the wrap). The action taken in response to event was permanently discontinued on same day as started ((B)(6) 2019). The outcome of the events was recovering. The reporting nurse provided relatedness assessment as event "second degree burn on her left lower back" related to thermacare lower back & hip. Also stated that "due to the decreased sensation, she did not realize it was burning her." Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "second degree burn" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] second degree burn on her left lower back/a nickel sized blister burn on her left lower back [burns second degree] , did not check skin under the product before and while wearing thermacare/patient read the usage instructions before she used the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable nurse (patient). A 53-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2019 at 1 wrap to lower back as needed for back tension issue/muscle tension issues after a car accident. Medical history included ongoing decreased sensation, ongoing neuropathy, saw a doctor for the car accident, ongoing hypothyroidism due to which she saw an endocrinologist and sensitive skin. Patient's skin tone was "very light or fair" but did not have abnormal skin conditions. Patient was not pregnant. There were no concomitant medications and no investigation assessments. Patient previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), years ago before she came to know thermacare. Patient previously used thermacare heatwraps regularly for unknown indication, but did not experience same problem during previous use, no adverse effect. Patient purchased thermacare red box. Patient developed second degree burn on her left lower back/one of the cells gave her a second degree burn in apr2019. Patient wore 1 thermacare for approximately 6-7 hours. Patient did not check skin under the product before and while wearing thermacare in apr2019. Patient noticed the burn after she removed the thermacare. She sustained a nickel sized blister burn on her left lower back. She also stated that due to the decreased sensation, she did not realize it was burning her. She did not realize she had a burn until she reached around and accidently popped the blister. Patient used neosporin on the burned area. She used them often and had not had the problem before. The burned area was now red and mostly healed. Patient did not consult a healthcare professional for the problem. Patient did not engage in exercise while using the product (for example, running, bicycling). Patient was wearing standard pants, did not cause additional pressure. She was travelling so she was in a seated position most of the time. Patient read the usage instructions before she used the product. Patient got a call from the grocery store and there was a recall. She didn't know if it was involved in the recall. She had a second box. She did not use any wraps out of the second box. Product count size dispensed was 2 wraps, sealed and intact. Device was not available for evaluation (patient no longer had the wrap). The action taken in response to event was permanently discontinued on same day as started (apr2019). The outcome of the event second degree burn on her left lower back/a nickel sized blister burn on her left lower back was recovering and the outcome of the other event was unknown. The reporting nurse assessed the event second degree burn on her left lower back related to thermacare lower back & hip. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (31may2019): this is a follow-up report received from the product quality complaint group includes investigational results and medical history sensitive skin added. Company clinical evaluation comment based on the information provided, the events of "second degree burn" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "second degree burn" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.